Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 17-mar-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing for chem8+ cartridge lot h20187 met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure. Due to the expiration of chem8+ cartridge lot h20187, retained testing could not be performed. No deficiency has been determined for chem8+ cartridge lot h20187.

Event description:
On 05-mar-2021, apoc research & development (r&d) emailed to report widely discrepant points for ica while conducting an I-stat chem8+ cartridge clinical study. Site: 1, sid:(B)(6), matrix type: arterial , evaluation_y1: 2.48 , evaluation_y2: 1.23, control_x1 : 1.21, control_x2: 1.23, mean_x: 1.22. Site: 1, sid: (B)(6), matrix type: venous, evaluation_y1 : 1.11, evaluation_y2 : 1.1, control_x1 : 2.5 , control_x2 : 1.2, mean_x: 1.81. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay.